Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal complaint number - (B)(4).

Event description:
The hospital reported that the c-ring of the vaso view hemopro split in half and came off inside the pt during procedure. He was ale to retrieve it with the hemopro. Another kit was opened to finish the procedure.